Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and multiple cartridges were pulled out. No reported adverse impact to the customer's blood glucose. No additional information was provided.